Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number. Additional information has been requested.

Event description:
During the tibial nail procedure the reamer head broke in the canal. Most of the pieces were retrieved, except a small piece that was left in the canal.